Event description:
The customer called about an error code that he had received on his meter. While troubleshooting, the customer performed normal control tests and received results of 11 and 23 mg/dl. The normal control range is 93-129 mg/dl. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and replacement products will be sent.